Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 270 units. Reportedly, the fill estimate displayed 90 units. The customer's blood glucose level was 288 mg/dl.